Manufacturer narrative:
Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that foreign material was found in one of the pen needles. The returned sample was examined and exhibited greenish material on the inner surface of the outer cover. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely polypropylene mixed with silicone. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. The issue most likely occurred due to intervention on the assembly line.

Event description:
It was reported that foreign matter was found in one bd ultra-fine¿ pen needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in one bd ultra-fine¿ pen needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was found in one bd ultra-fine¿ pen needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of a 4mm, 32g pen needle from lot # 7276776. Customer states that some foreign material found in one of the pen needles. The photos were examined and exhibited dark material on the inner shield and in the outer cover. It is difficult to determine the identity of the dark material solely from the attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure, however, it is difficult to determine the identity of the dark material solely from the attached photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.